Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the info that we can obtain from the initial complainant. Nakanishi representative received info from the distributor that a pt had suffered a minor burn due to overheating of ti-max x95l and the injury was expected to recover without leaving any scar. Nakanishi could not identify who determined that the burn was minor.

Manufacturer narrative:
Upon receipt from nsk america of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used: nakanishi performed a simple movement test of the returned device. Nakanishi set a test bur in the handpiece and rotate it by hand to see bearing condition. Nakanishi observed that the bur did not rotate smoothly; nakanishi then connected the handpiece to a motor and rotated it. However, the handpiece made abnormal noises and generated heat, and could not keep rotating; due to the incapability of the rotation, nakanishi did not attempt to measure the temperature of head and head cap on the operating device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed as follows: dirt on the bearing retainer in the headcap; front bearing retainer was broken in pieces; debris from the front bearing retainer in the neck; dirt and deformation of the headcap; deformation of ring retainer in the cartridge. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to the broken cartridge front bearing and retainer; a lack of maintenance breaks the inner parts of the handpiece. Rotating the handpiece with the broken inner parts causes abnormal rotation resistance, which will result in the overheating; nakanishi directed nsk america to remind the user of the maintenance instruction included in the user manual.